Manufacturer narrative:
A mz5303 product was not available for investigation of pr 14480243; however, in this instance lot number was not available. The feedback provided by the customer states that, "the max extension tube and infusion line became loose during use". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, however in this instance the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz5303 in the past 12 months.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set had connection issues. The following information was provided by the initial reporter, translated from japanese to english: the max extension tube and IV line have disconnected. The connection point has come apart.